Manufacturer narrative:
Evaluation completed. One bl3160 I/a handpiece, serial number (B)(4) was returned. The handpiece was dirty with what looks like o-ring residue inside the nose of the handpiece. (The accessory tips have o-rings on them that seat into the nose of the handpiece.) Peering through the aspiration tube with the unaided eye, found that it was also dirty with debris and unknown particles inside. A filter test was performed using processed water. The water flowed through the handpiece irrigation tube onto a 0.45 micron filter and the water was vacuumed off through the filter in an attempt to trap any possible particulates. Microscopic examination of the filter found many particles. Most of the particles have the reddish color similar to the residue found in the nose of the handpiece. There were a blue fiber-like particle, several globs of what looked like organic material and one dark colored particle. It cannot be determined if the inside of the aspiration tube was marred or damaged. It should be noted that the tip was not returned and therefore cannot be inspected for o-ring damage. The device history was reviewed and found to meet manufacturing specification. Report 2 of 2 see 1920664-2015-00136.

Event description:
The user facility reported the surgeon was seeing shiny particulate in the patient's eye around the wound. The particulate was very small and not always removed from the eye. The surgeon is unsure of what product was producing the shiny particulate.

Manufacturer narrative:
(B)(4).